Event description:
A biomedical engineer contacted physio-control to report that their customer's device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control advised the reporter, a biomedical engineer, that the customer's device was not field serviceable and no longer under warranty. Physio recommended that the customer permanently remove the device from service and purchase a replacement. It was later confirmed by the biomedical engineer that the customer has permanently removed the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.